Event description:
Even after following all of the instructions (ie. Waiting more than 6 hours, always using new contact case with new bottle), once every couple of months, hydrogen peroxide solution for the contact lenses burns and causes very serious pain and irritation after inserting the contact lenses first thing in the morning. Severe pain and irritation. I have a picture of the product. FDA safety report ID# (B)(4).